Event description:
It was reported that the symptomatic patient with fatigue, presented in clinic for follow-up. The device was found to be in back-up vvi mode. The patient received a vibratory patient notifier. A download was successful, and the device was reprogrammed. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.